Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer reported that the no delivery alarm kept recurring. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin was not expired or denatured. The customer stated they do rotate sites and avoids scar tissue. The customer stated that the tubing was not bent or kinked. The customer declined to troubleshoot for recurring alarms. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.